Event description:
It was reported that the procedure was to treat a lesion in left coronary artery (lcx) with 75% stenosis and heavy calcification, a 2.75 x 15 rx trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 2.75 x 15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance. A non-abbott high pressure balloon catheter was used to further dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.